Event description:
The core impaction drill was sent in for evaluation due to overheating during a procedure. The procedure was completed with a readily available replacement device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion damage within the device was identified as a probable cause of the overheating reported.